Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display was cutting out. The perfusionist (ccp) recalibrated again and the display came back. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(4) 2014: the occluder was calibrated, during prime (pre-cpb) as detailed in the operator manual. During cpb, without any change to the occluder position (control not changed), the display on the occluder blanked. The ccp cycled power to the occluder and he then needed to re-calibrate the occluder. He turned down the arterial pump speed for a few seconds and calibrated the occluder by touching the cal button which closes the occluder. In less than five seconds, the occluder was calibrated and he opened the occluder to regain venous return. The arterial pump speed was returned to the target flow rate.

Manufacturer narrative:
There were no other issues for the remainder of the case. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.